Event description:
(B)(4). The patient was enrolled in (B)(6) of 2007. The target lesion was a type ii lesion was in the left carotid artery with a 5mm reference vessel diameter and a 26mm lesion length. There was 97% stenosis as measured by ge stenosis analysis. Vessel/lesion description documented as no thrombus, no ulceration, no dissection and no pseudo-aneurysm present. There was 1+ calcium present with no target vessel tortuosity. The carotid wallstent monorail stent with a 7mm diameter and a 40mm length was implanted. No cerebral protection was used. Pta was performed using a non-bsc balloon dilatation catheter. No heart rhythm stimulant or vasodilator were administered during the procedure. No perioperative events occurred. The carotid stent was successfully placed at the intended site and the procedure was technically successful. Residual stenosis was 0-29%. Post-procedure assessment documented the carotid stent was patent with 0% restenosis. A complication less than 24 hours post-procedure was described as "pseudoaneurysm at punction site." The patient was treated with clexane therapy and plavix for 14 days. The patient had a one-month follow up visit in (B)(6) of 2007. The carotid stent was patent with 0% residual stenosis. The patient presented as asymptomatic with no complications since the last visit. The speech and language, mental and intellectual functions, cranial nerves and eye examination, motor system and sensory system were functioning normal and were unchanged from the last visit. The patient had a six-month follow up visit in (B)(6) of 2007. The carotid stent was patent with 0% residual stenosis. The patient presented as asymptomatic with no complications since the last visit. The speech and language, mental and intellectual functions, cranial nerves and eye examination, motor system and sensory system were functioning normal and were unchanged from the last visit. The patient had a 12-month follow up visit in (B)(6) of 2008. The carotid stent was patent with 0% residual stenosis. The patient presented as asymptomatic with no complications or adverse events since last visit. The speech and language, mental and intellectual functions, cranial nerves and eye examination, motor system and sensory system were functioning normal and were unchanged from the last visit.

Manufacturer narrative:
Date of event - (B)(6) 2007. The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(6). Device not returned for analysis.